Event description:
It was reported that the lead could not be fixated during implant. The helix would not extend on the first attempt. It appeared to rotate but would not extend beyond the lead body. The lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood was noted in/on the helix mechanism.